Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid, clonidine, and baclofen at unknown doses and concentrations via an implantable pump for intractable spasticity. It was reported that the patient heard the low reservoir alarm go off on the evening of (B)(6) 2018. The patient then called the clinic on (B)(6) 2018 and the clinic ordered the patient's drug. It was hoped they would be able to fill the pump prior to it running dry. It was stated the patient had failed to notify the clinic that he needed a refill. The issue was not considered to be resolved. No surgical intervention occurred and none was planned. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.